Event description:
It was reported via facility medwatch mw5079751, that the tip broke off. A 12/25 flexima apdl was selected for a CT guided drainage of intra-abdominal abscess with catheter replacement. During procedure, the radiologist dilated the tract and when trying to place the catheter he encountered resistance. Upon trying to remove the catheter, the tip broke off into two pieces. The radiologist was able to retrieve all components of the device and the procedure was completed with a different device. No patient complications were reported.